Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 425cc saline breast prostheses that bilaterally deflated after implantation. It was reported that the patient could see that both of her breast prostheses had deflated. Deflation of the left breast prosthesis was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 31-jul-2020, mentor received additional information about the event: the patient developed capsular contracture (baker grade unknown) in her left breast. The right breast prosthesis was removed from the patient intact. The patient had her explanted breast prostheses replaced with mentor smooth round moderate profile 550cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. New information states that the explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The explantation date is scheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).